Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The root cause for the reported complaint appears to be a coincidental event that was unrelated to iol as user facility reported that when implanting iol in right eye, the chamber was broken. Based on this information, the iol did not cause/contribute to the event. All product and batch history records are quality reviewed prior to product release. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the capsule was broken. The iol was replaced with another one during the initial procedure. Additional information has been requested.